Event description:
It is reported that a customer received a low reservoir alarm on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that they have issues with the square wave program on their pump. The customer was assisted with setting up a bolus alert between the times of 11 am to 3pm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.